Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the physician stuck the first helical passer through the muscles on one side. The physician started the other side but noticed that the tip on the helical passer was broken. The physician removed the sling from the patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.